Event description:
Caller reported a minimum fill notification issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Initially, the customer attempted to load a new cartridge but was unsuccessful in resolving the issue by reloading the same cartridge. Technical support instructed the customer to clean the pneumatic tap area and load a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.